Event description:
The customer reported there was no image on the left monitor. The video feed out of monitor was garbled. No pt involvement was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep could not duplicate the problem. He troubleshot and ordered a replacement glassware. The monitor is obsolete. He tested the video out and reseated the video cable. Video out tests were good. He installed a replacement monitor glasswre but that did not fix the problem. He reinstalled the customer glassware and told the customer the monitor assembly is not available thru oec. The system is past end of life.